Event description:
The complaint/event occurred in the intensive care ward on an unspecified date in (B)(6) 2023 and involved a 15 cm (6") appx 0.35 ml, smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer. The customer reported visible broken/missing pieces on the luer coupling/luer lock. There was no medication involved in the event. The patient/health care provider was treated with painkillers. The reported issue resulted in leakage during use. This was detected during routine checks/inspections of the accesses. Although there was a patient connected to the defective device, there was no harm as a result of the complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Manufacturer narrative:
The complaint of cracks on item 011-mc3322 cannot be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample. A comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led the reported condition on the complaint. Updated information can be found in d9.